Event description:
Date of event: 2006. Machine alarming "air detector". Air noted in arterial line and to dialyzer. Blood noted leaking from arterial needle where needle connects to blood line. Defective sample not available. Date of event: 2006. Air found in pt's bloodlines and dialyzer. Rn paused tx, disconnected bloodlines. Upon investigating pt's bloodlines, a crack was found. Defective sample available & was returned on 6/16/06.